Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 54% to 15% remaining within five months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Additional information: this ICD has been explanted and returned, and analysis has been completed. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 54% to 15% remaining within five months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate. Device replacement was recommended. Additional information was received stating that the device has been explanted and returned, and analysis has been completed. No additional adverse patient effects were reported. Investigation will be performed and this report will be updated. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.